Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 700mg/dl. Troubleshooting was performed. The father stated that the health care professional believes the insulin pump was not functioning properly and requested the device be replaced. The caller also stated that the device alarmed motor error, and the battery was removed from the insulin pump. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was stuck in motor error alarm loop during bolus delivery. However, the motor was tested outside of the device and passed. The motor may have intermittent failure that was not detected during testing.